Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy, when stapling the bronchus, the device gave a loud sound. The handle broke off and the jaws did not open or close. Another stapler was used to resolve the issue in order to complete the case. There was no patient injury.